Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was emptying the entire cartridge during the load step and the pump had emitted a no cartridge detected warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the black box data showed multiple no cartridge detected warnings. During testing, a load step malfunction occurred. During the load step, the piston pushed up until the cartridge was empty. The force sensor calibration was found to be out of specifications. The force sensor resistance was tested and found to be out of specifications. Evidence of contamination was found on the force sensor plate. Unrelated to the original complaint, the display screen was dim and discolored. The battery compartment was cracked. The keypad cover was peeling and all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).